Event description:
It was reported that after 24 hours there was a blockage of the arterial catheter.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for evaluation. The luer hub was not returned for evaluation. The customer indicated that they did not have an issue with the luer, so it was determined that the extension line was intentionally cut. Visual examination of the catheter body did not reveal any kinks or damage. The total length of the arterial catheter body measured to be 55 mm which is not within specifications of 122-126 mm per product drawing. This indicates that the sample returned does not match the reported kit. A lab inventory guide wire was able to pass through the returned catheter with minimal resistance. The returned catheter was unable to be flushed as the luer hub was not returned. The IFU provided with this kit warns the user , "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." As well as "do not suture directly to outside diameter of catheter body to minimize the risk of damaging the catheter or adversely affecting monitoring capabilities." The customer report of a blocked catheter could not be confirmed by complaint investigation of the returned sample. The returned catheter contained no kinks or blockages. A device history record review was performed based on sales history with no relevant findings. The probable cause of this complaint could not be determined as the returned catheter did not match the catheter in the reported kit. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that after 24 hours there was a blockage of the arterial catheter.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that after 24 hours there was a blockage of the arterial catheter.